Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that the 50% stenosed target lesion was located in the non tortuous, non calcified proximal ramus interventricularis anterior (riva). It was also further reported that manual pullback was not attempted.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the mdu-5 was received in good condition. Functional test was performed and the device met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the 50% stenosed target lesion was located in the non tortuous, non calcified proximal ramus interventricularis anterior (riva). It was also further reported that manual pullback was not attempted.

Event description:
Same case as MDR#2134265-2014-06783 and 2134265-2014-06979. It was reported pull back failure occurred. The ilab system and motor drive unit were used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during an imaging procedure the motor drive unit failed to performed automatic pullback. No patient complications were reported and the patients' status is stable.